Event description:
It was reported that during an ablation procedure to treat atrial fibrillation the crbs polarx fit balloon cath st ous was selected for use, error 1 - 00004000-2: console detected blood in the catheter occurred when ls, li, ri pv isolation ended and rspv started. The entire balloon was pulled out, and the polar map was also collected as it was difficult to operate. The troubleshooting was performed and the catheter was replaced. The procedure was completed successfully. No patient complications were reported. The device is expected to be returned. It was further reported that physician did not continue using the catheter after the blood detection error occurred. Error occurs during re-sheathing, no flexibility problems reported. Blood was visible inside the catheter after error occurred.

Manufacturer narrative:
Block h11 (device analysis) has been corrected based on the product investigation re-closed on march 20, 2025. The polarx catheter was visually inspected in attempt to identify the cause for the blood detection error seen in the field. Visible blood was seen inside the balloon. The device was not assessed with an isaac pressure decay testing system to determine if any potential leak paths existed that may have contributed to the blood detection error in the field. There was visible blood inside the balloon region. The catheter handle was opened to further investigate the breach leading to the blood inside the balloon. Both the inner and outer balloons were pressurized individually while being submerged in a water bath. An outer balloon breach was observed when pressurizing the outer balloon underwater. The inner balloon was also pressurized, and a leak path was identified from the inner balloon as well. Both pin holes were in close proximity to each other. Analysis found that the allegation was confirmed. An outer balloon breach was found which would allow fluid to ingress and result in a true blood detection error.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation the crbs polarx fit balloon cath st ous was selected for use, error 1 - 00004000-2: console detected blood in the catheter occurred when ls, li, ri pv isolation ended and rspv started. The entire balloon was pulled out, and the polar map was also collected as it was difficult to operate. The troubleshooting was performed and the catheter was replaced. The procedure was completed successfully. No patient complications were reported. The device is expected to be returned. It was further reported that physician did not continue using the catheter after the blood detection error occurred. Error occurs during re-sheathing, no flexibility problems reported. Blood was visible inside the catheter after error occurred.

Manufacturer narrative:
The polarx catheter was visually inspected in attempt to identify the cause for the blood detection error seen in the field. Visible blood was seen inside the balloon. The device was not assessed with an isaac pressure decay testing system to determine if any potential leak paths existed that may have contributed to the blood detection error in the field. There was visible blood inside the balloon region. The catheter handle was opened to further investigate the breach leading to the blood inside the balloon. Both the inner and outer balloons were pressurized individually while being submerged in a water bath. An outer balloon breach was observed when pressurizing the outer balloon under water. Analysis found that the allegation was confirmed. An outer balloon breach was found which would allow fluid to ingress and result in a true blood detection error.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during an cryoblation procedure to treat atrial fibrillation the polarxfit was selected for use. An "error 1: 00004000-2: console detected blood in the catheter" occurred when left superior (ls), left inferior (is), right inferior (ri) pulmonary vein isolations ended, and right superior pulmonary vein (rspv) started. The entire balloon was pulled out, and the polarmap was also collected as it was difficult to operate. Blood was visible inside the catheter after error occurred. The catheter was replaced. And the procedure was completed successfully. No patient complications were reported. The device is expected to be returned.